Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that high blood glucose was experienced and would like to troubleshoot insulin pump. Customer's blood glucose was over 900 mg/dl at the time of incident and customer was in the hospital for 3 days due to the high blood glucose. Troubleshooting found that, at the hospital, large air bubbles were in the reservoir and that the settings may have been changed. Customer also indicated that the basal rates may be incorrect. Customer was advised to monitor pump and change out reservoir and infusion set and to call back when the tubing clamp is received as one would be mailed to him.